Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down button was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad and no moisture exposure. The patient reportedly wore the pump attached to a belt and cleans the pump with a cloth or a toothbrush. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/22/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok and up arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.